Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed with a mammogram. Device has been explanted.

Event description:
Patient reported, right side rupture. Confirmed with a mammogram. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening side assessed, as surgical impact opening (shell thickness was within specification). No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported right side rupture confirmed with a mammogram. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d9, h3, h6.